Manufacturer narrative:
Expiration date: na. Additional suspect medical device component involved in the event: model: csk-tc10 lot: l884 description: csk tc electrode, 10cm.

Event description:
A report was received that the wire electrode was broken off from the hub of the csk-tc15, and that the plastic covering at the hub was cracked on the csk-tc10 electrode.

Manufacturer narrative:
Correction to fu 1 report in field. It should have been (B)(6) 2018.

Event description:
A report was received that the wire electrode was broken off from the hub of the csk-tc15, and that the plastic covering at the hub was cracked on the csk-tc10 electrode.

Manufacturer narrative:
The device analysis performed on csk-tc15, s/n (B)(4) revealed that the shaft of the electrode was found to be completely separated from the hub due to excessive external mechanical force. The functional test could not be performed due to the separated shaft. The complaint of the plastic covering at the hub being cracked on the csk-tc10 s/n (B)(4) was confirmed. Visual inspection found that the blue insulation that covers the hub of the electrode was damaged. However, the electrode passed the functional test.

Event description:
A report was received that the wire electrode was broken off from the hub of the csk-tc15, and that the plastic covering at the hub was cracked on the csk-tc10 electrode.